Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with no notable events prior and customer had experienced at least three occurrences of same malfunction on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged a replacement pump, confirmed shipping address, and instructed customer to place malfunctioning pump into storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement device, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.